Event description:
Treatment of a cavernous (cav) aneurysm. It was reported that a pipeline was implanted in the patient on (B)(6) 2012 and that the patient was observed to have numerous "mild" diffusion weighted imaging during a follow up magnetic resonance imaging (MRI). The patient was asymptomatic.no complications were reported with the patient as a result of the event.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B)(4)